Event description:
It was reported that the right ventricular lead (rv) dislodged twice and confirmed via fluoroscopy. It was noted that the rv lead dislodged on 19 mar 2026 from original implant, and a lead revision was performed (B)(6) 2026 where the lead was reimplanted successfully. On (B)(6) 2026 the lead dislodged again and was explained and replaced on (B)(6) 2026. There were no patient consequences.